Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The pt did not experience relief of pt's spasticity. The hcp performed an x-ray rotor study and a catheter contrast study and both results were normal. The pt underwent explantation of the device in 2000 due to inadequate relief of pt's spasticity. Another synchromed pump was implanted on the same day. The explanted pump was returned to the MFR for analysis.